Event description:
The dealer states when he turns the chair on initially, it won't do anything. If he turns it off and back on again, it is fine. The dealer swapped out the joystick and still had the same problem.